Manufacturer narrative:
Awaiting additional information from sales rep to determine if sample will be returned. A complaint investigation will be performed. Unknown if complaint product will be returned for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No sample information provided.

Event description:
The tulip is discarded from the core of the first screw (179712880). In the tulip (of a different color to the rest) neither the reference nor the lot can be distinguished. The material was removed from the patient. The tulip is densified from the web of the second screw (17971265) and is also withdrawn.